Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. It was indicated that the patient did not wash/dry their hands prior to taking a fingerstick reading, which is considered misuse. According to the patient, on (B)(6) 2025, they experienced symptoms of frequent urination and nausea while the dexcom cgm displayed 400 mg/dl and the blood glucose meter displayed 679 mg/dl. The patient went to the emergency room and was treated with IV insulin. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.